Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the hemopro jaw fell into the patient and was retrieved through original incision. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).